Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 229 mg/dl. The customer was advised that the batteries vary in reliability and our testing indicates energizer aaa alkaline batteries are most effective for pump use. The customer was advised that batteries should be stored at room temperature and be used within expiration date. The customer was advised that if alarm is not cleared the failed battery test alarm will recur with each new battery inserted. The customer doesn't have a brand new battery right now, so she is going to buy one and call back to finish the troubleshooting.